Event description:
This is a follow up to the previous report 3011468686-2023-00004. Additional information indicated the patient's weight was 78.3 kg. On (B)(6) 2022, the patient was cannulated in the right internal jugular with a 32 fr crescent catheter. On (B)(6) 2022 at 1453, the patient was weaned off ECMO and decannulated. On (B)(6) 2022, the patient decompensated. At 1802 the patient was re-cannulated in the right subclavian with a 28 fr crescent catheter (previously reported as a 32 fr catheter) utilizing a seldinger technique and ECMO was reinitiated for the treatment of decompensated respiratory failure. The catheter was placed under fluoroscopic guidance and was secured in place with multiple 0 ethibond sutures to prevent migration. Sterile dressings were applied. On (B)(6) 2022 (previously reported as (B)(6) 2023), the catheter was replaced with a 28 fr crescent catheter to the right internal jugular due to air entrainment from an unknown source. On (B)(6) 2023, the patient was restless. Chest x-ray confirmed catheter migration. It was reported the catheter was secured in four locations to the patient. The catheter was replaced with a 28 fr crescent catheter in the right internal jugular. No adverse effects were noted from the catheter migration and re-cannulation. On (B)(6) 2023, the patient expired.

Manufacturer narrative:
The catheter was not returned for analysis. The reporter indicated the unknown source of air entrainment was thought to have occurred due to a "track" that was made from the catheter line and the hole in the vessel increased at the insertion site, thus resulting in air entrainment. The reporter also indicated the migration of the catheter may have resulted from the patient's restless behavior. The reporter did not claim a device malfunction.

Manufacturer narrative:
Follow up report for additional information in b1(adverse event), b4 (date of report), d4 (added UDI and expiration date). Correction to d3 and g1 (contact information), and h1 (change from malfunction to serious injury).

Manufacturer narrative:
The catheter was not returned for analysis. Review of the information suggests the placement or securement of the catheter in the right subclavian may be a factor in this device experience. Placement of the catheter in the right subclavian is an unintended use of the device. A definitive root cause of the problem could not be confirmed with the information available.

Event description:
On an unknown date, a 62 year old male was cannulated in the right subclavian with a 32 fr crescent catheter. On (B)(6) 2023, two bedside cvicu rns contacted perfusion for assist in a patient clean/bathing/sheet exchange. Patient was log rolled, and air was pulled into the venous cannula. The circuit was clamped to draw the air out. -the patient's spo2 desaturated to the upper 80s. Afterwards, flows were resumed without harm to the patient and circuits were operating appropriately. Reference medwatch report # 520177000-2023-8011.